Manufacturer narrative:
(B)(4). Batch # n92085: the analysis results found that the mcm20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 14 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 10/31/2016. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a rectosigmoid resection procedure, after clipping the desired structure the clips came loose and new clips had to be applied. A new mcm20 was used and the procedure was finished without any further issues. There were no adverse consequences for the patient reported.